Manufacturer narrative:
The investigation for the reported hemolysis has been completed. Only the cannula portion of the pump was returned. The product was examined and biomaterial was found. No other abnormalities were found. The data logs were reviewed and showed a motor current spike, speed deviation, and drop in flow which is indicative of ingestion, however the ingestion event was after the reported hemolysis began. The biomaterial is unlikely to be the root cause of the hemolysis. The pump was soldered to a new handle and run through a hemolysis test. The pump passed hemolysis testing with an mih of 6.64. This confirmed that a product malfunction was not the cause of the hemolysis. The root cause of the hemolysis was most likely patient condition as the patient had other devices in place. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support there were noted signs of hemolysis. The pfhg levels were elevated. The patient was successfully weaned from the impella and the device explanted.